Event description:
It was reported that during the implant procedure the right ventricular lead exhibited loss of capture, loss of sensing and impedance issue. It was also noted that the stylet would not fully advance in the lead. The lead was not used and a new lead was implanted. The patient was fine during and post procedure and will be monitored normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.